Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced overnight low glucose values around 75 mg/dl while using the ilet system, and the user was advised not to pre-treat lows; education and troubleshooting were completed. Symptoms included hypoglycemia. Outcomes included no hospitalization and no long-term impairment. Investigation included review of user-reported glucose logs and provision of user education. Investigation of this case revealed no device malfunction and no component issue identified, with user behavior identified as a potential contributor addressed through education. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.